Event description:
It was reported that shaft break occurred. The target lesion was located in the internal fistula of the forearm. A 5.0 x40, 40cm gladiator balloon catheter was advanced. However, during procedure the catheter broke. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A4) weight: 57.4 kg. Device evaluated by MFR: gladiator device - 5x40x40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination found the balloon material to have a partial circumferential tear located approximately 11mm distal of the proximal markerband. The balloon material was also torn longitudinally beginning at the circumferential tear and extending approximately 8mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device when crossing a lesion. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device when crossing a lesion. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the internal fistula of the forearm. A 5.0 x40, 40cm gladiator balloon catheter was advanced. However, during procedure the catheter broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.